Event description:
It was reported via repair work order that the right siderail would not latch due to a damaged spindle bearing and broken top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.